Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician implanted an integrity bare metal stent . The device had been removed from packaging per IFU. It is reported that the stent was implanted approximately 4 weeks post expiry; no more issues related with the product. Current patient status is 'perfect'.